Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with a in-fast ultra transvaginal sling with intexen on or about (B)(6) 2005 to treat her pelvic organ prolapse and/or stress urinary incontinence. It was alleged, the plaintiff experienced significant mental and physical pain and suffering, severe emotional distress, anguish, anxiety, permanent injury, permanent and substantial physical deformity, irreparable bodily injury, has undergone and will undergo corrective surgery or surgeries.

Manufacturer narrative:
Lawyer-filed report - (B)(4). Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.